Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Continued from a.5b: caucasian. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Fine needle aspiration was assessed as inconclusive 3 years following onset of seromas. Another aspiration was performed the following year which confirmed alcl diagnosis. Physician reported "severe" capsular contracture, baker grade unknown in conjunction with diagnosis. Patient history included right side breast cancer, mastectomy due to brca1 genetic mutation, and treatments of chemotherapy, radiotherapy, and hormonal therapy.

Manufacturer narrative:
Information contained in this record was previously submitted through psr on 24jul2017. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma and lymphoma alcl. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Physician reported right side seroma. Regulatory agency later reported on behalf of physician bia-alcl stage: n0m0. Histological markers cd30+, alk- (analysis of seroma and capsule) have been confirmed. The device has been explanted. Patient is now in remission.